Event description:
While dr was taking out the distraction pin from the brainlab device, the pin broke into two. Both pieces were removed and compared to a whole pin, which matched. An x-ray was taken and read negative by dr and radiology.